Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to-date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years, eleven months post implant of this bioprosthetic valved conduit in a pediatric patient, this valve was replaced valve-in-valve with a transcatheter pulmonic valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: because this device had been implanted for more than 7 years, it is very unlikely that the occurrence was due to any potential manufacturing issue. A conclusive root cause, however, could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.